Event description:
It was reported that, during the processing of cord blood, the technician noticed a small hole in the freezing bag component of the device. This observation was made following the transfer of cord blood to the 200 ml transfer bag of the device, addition of cryopreservative and hanging in order to transfer the transfer bag's contents to the freezing bag. The contents of the 200 ml transfer bag were transferred instead to a new device, and further processed without incident. No cord blood was lost during the unscheduled transfer.

Manufacturer narrative:
Device evaluation begun, but not yet completed.